Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated the carbs and entered in a made up a blood glucose (bg) level due to not having a meter at the time. The customer's blood glucose (bg) level was 125- 201 mg/dl. At the time tandem technical support was contacted, the bg level had not yet lowered a correction and food bolus were delivered to address the bg level. Reportedly the customer had been stressed early in the day. The customer was advised to consult with their healthcare provider regarding their bg level.